Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow diamond alarm on the heartmate 3 system controller was confirmed via the downloaded log files and evaluation of the returned controller. Data from the downloaded controller event log file spanning approximately 3 hours (B)(6) 2025 20:41:12 to 23:59:53 per timestamp) was reviewed. Throughout the log file, atypical intermittent power cable disconnect and low voltage advisory alarms were captured due to the relative state of charge (rsoc) on the black power cable fluctuating below the alarm threshold. On (B)(6) 2025 20:44:42-20:44:50 22:11:19-22:11:23, 22:11:24-22:11:25, the log file captured low voltage hazard alarms due to the white power cable being disconnected while the rsoc voltages on the black power cable were below the alarm threshold. The alarms resolved each time when the rsoc voltage returned the expected range. On (B)(6) 2025 at 23:58:28, the driveline was disconnected, and shortly after both power cables were disconnected. This series of events is consistent with the reported controller exchange. The atypical power cable disconnect and low voltage alarms did not impact the controller¿s ability to support the pump and there were no other notable events captured in the log file. The returned controller, serial number (B)(6), was connected to a mock loop, patient cable, system monitor, and power module. A power cable disconnect alarm on the black power cable was reproduced. The resistances of the underlying wires were measured and the brown wire in the black power cable, associated with the rsoc voltage signals, was observed to be an electrical open loop. Multiple attempts were made obtain additional information regarding if there was any adverse patient impact associated with the reported event; however, no additional information was provided. The root cause for the yellow diamond alarms were determined to be due to the broken brown wire in the black power cable; however, root cause for the damaged wire was not conclusively determined through this analysis. Incidental findings: fluid ingress. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 13dec2023. The heartmate 3 instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller had a yellow diamond alarm despite being connected to the hospital's power module. The controller was exchanged by staff.